Event description:
Report received from the USA stating that the ¿cord had a hole in it.¿ the sterilization department noticed the hole when cleaning and sterilizing the motor. The event was not related to surgery. There were no injuries reported. The reporter clarified that the cut was in the hose not the cord as there were not exposed electrical wires. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).